Event description:
On (B)(6) 2009, an acticon neosphincter device was implanted. On (B)(6) 2011, the balloon and pump components were removed. It was indicated that there was a "pump defect." Details on the reported defect were not provided. No pt complications were reported.

Manufacturer narrative:
The balloon and pump were returned for eval. The balloon was rated operating room damage. The pump was rated undetermined, it could not be tested due to body fluid contamination. No conclusion can be drawn. Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.